Manufacturer narrative:
The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly and vibrator harness assembly during visual inspection. Pump received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. The customer also stated that fluid in the battery compartment. Customer stated that o-ring was neither in place nor free of debris also battery cap was damaged. Customer stated that the home screen appeared on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.